Event description:
Rn programmed IV pump to administer the ordered magnesium infusion over two hours. The medication was scanned, and infusion suite with barcoding used to set up the pump. After setting the pump up and initiating the infusion, the rn left the room. Within a few mins, the pump alarmed "air in line". The rn entered the room and discovered all of the medication had been infused in less than ten mins. The pt reported feeling a little warm, dizzy and released, which she reports happened when she had previously received IV magnesium. Team lead and physician were immediately notified. No new orders provided by physician. Pt's vital signs remained stable. The rn and team lead rn verified the pumps settings were correct. Confirmed by teach back method that rn inserted tubing properly. Immediately following event IV pump was sequestered for interrogation. Alaris infusion report which shows - infusion suite was used (column m states "pre-populated") - the rate was initially started at 25 ml/hr, as ordered (cell v2) -at 04:10, the rate was changed to 20 ml/hr (cell v8), ensure why. There had been an air in line alarm. At 04:12, the pump shows only 1.06 ml as being infused (cell ae17). Presumably, the whole bag had infused at this point because the infusion was stopped at 04:12 and not restarted. It appears from this report that the pump was programmed at 2 g over 2 hours as ordered. It does not reflect that the whole bag infused within minutes. FDA safety report ID# (B)(4) .